Event description:
Caller states that patient 1 obtained a result of 5.9 inr while the lab returned a result of 4.0 inr. Patient 2 reportedly obtained a result of 4.2 inr while a lab result returned as 3.2 inr. Patient 3 reportedly obtained a result of 8.0 inr and 7.8 inr on separate devices while a lab reported a result of 5.3 inr. Patient 4 reportedly obtained a result of 6.1 inr on the device while the lab returned a result of 4.3 inr. Caller states that 4 devices were involved. Caller is unsure which device produced each specific result. No action was reportedly taken based on device results. Requested return of suspect device, however customer declined replacement.

Manufacturer narrative:
Additional vial of strips involved: 342a, 12/31/07. Customer is unsure which strip lot produced specific results.